Manufacturer narrative:
(B)(4).

Event description:
During the index procedure a resolute integrity drug eluting stent was implanted in the rca. Approximately 11 days post index procedure, the patient suffered from melena, and colonic cancer was detected. A blood transfusion was carried out as treatment. The cec has adjudicated the event as a moderate (gusto) bleed, and a minor (replace-2) bleed. Approximately 20 days the patient suffered from abdominal pain. Blood transfusion, colectomy, laparotomy, hemostasis and hematoma removal were carried out as treatment. The cec has adjudicated this event as a continuation of the previous melena event. Approximately 31 days post index procedure, the patient suffered a haemorrhagic complication (melena and gastric ulcers). A blood transfusion was carried out as treatment. The cec has adjudicated the event as a moderate (gusto) bleed, and a minor (replace-2) bleed. Approximately 8.5 months post index procedure, the patient suffered a haemorrhagic complication (melena). Diverticulum haemorrhage was discovered and the patient was hospitalized. The patient was discharged approximately 4 days later. The cec has adjudicated the event as a mild (gusto) bleed, and a minor (replace-2) bleed.

Manufacturer narrative:
The patient is an ex-smoker. Index procedure was prompted by unstable angina. 3 days post index procedure another resolute integrity stent was implanted in the lad during a staged procedure. The patient was not on dapt at the time of the gi bleed which occurred approximately 20 days, 31 days and 8.5 months post index procedure.

Manufacturer narrative:
The investigator assessed that the previously reported gi bleed of 11 days post index procedure was not related to the study device. The cec assessed that the event was not related to the study device. The investigator assessed that the previously reported gi bleed of 20 days post index procedure was not related to the study device. The investigator assessed that the previously reported gi bleed of 31 days post index procedure was not related to the study device. The cec assessed that the event was not related to the study device. The investigator assessed that the previously reported gi bleed of 8.5 months post index procedure was not related to the study device. The cec assessed that the event was not related to the study device.